Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 348 of mg/dl and mentioned that they also experienced a blood glucose of over 600 mg/dl the day prior. The customer stated they treated with injection for prior high reading. The customer treated with syringes for newest high readings. Customer's blood glucose value was 208 mg/dl at the time of the call. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.